Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: after complainant plate was explanted, the patient reportedly received a new plate of the same size on (B)(6) 2015. The claims the plated broke while they were bedridden after the operation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate broke postoperatively. Plate was explanted after one month. This report is 1 of 1 for (B)(4).